Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead exhibited complete loss of capture at a routine follow up. A lead dislodgement was observed. A revision procedure was performed to reposition this lead. The helix failed to retract. Therefore, this lead was replaced. No adverse patient effects reported.